Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, after 3 successful ablations, transeptal access was lost and the cryoablation system went from the left side of the patient¿s heart to the right side. The balloon catheter and mapping catheter were removed from the body. A coronary sinus (cs) catheter was inserted through the sheath to try to regain transeptal access. The physician observed a pericardial effusion by looking on intracardiac echocardiography (ice) and performed a cardiocentesis. The case was aborted while the patient was under general anesthesia. Additionally, the patient was sent to cardiac surgery where a tear near the av groove was found and attempted to be repaired. The patient¿s tissue was fragile and unable to be repaired. While suturing, the sutures did not hold and tore the heart tissue. It was noted that the patient passed away.